Manufacturer narrative:
Correction: d1, d4 (device information, lot number and rpn), h4. Event summary: it was reported that the opening of a 'ngage nitinol stone extractor' basket was broken and would only open intermittently during a urethrotomy procedure. This procedure was completed by using a new device. It is unknown if a laser was used during the procedure. It is unknown if the device was tested prior to use. Details regarding the patient having tortuous, calcified, or scarred anatomy is unknown. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as, a visual inspection and functional test of the device were conducted. The device was returned to cook in open packaging for investigation with lot number 15196712. Handle does not actuate basket formation. Handle was disassembled, cannot manually actuate basket. No defect noted. A document-based investigation evaluation was performed. One possibly related non-conformances for the basket/grasper will not open/close may have been related to the complaint issue and a quantity of one was scrapped. All devices are inspected for functionality and damage during manufacturing and quality control checks and all other devices in the lot passed those inspections. The possibly related non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. A database search identified one other event reported for an unrelated failure mode with the reported device lot. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook concluded the cause for the issue could not be determined. The issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E3: customer occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the opening of a 'ngage nitinol stone extractor' basket was broken and would only open intermittently during a urethrotomy procedure. This procedure was completed by using a new device. It is unknown if a laser was used during the procedure. It is unknown if the device was tested prior to use. Details regarding the patient having tortuous, calcified, or scarred anatomy is unknown. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.